Manufacturer narrative:
Updated fields: h3, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A pinhole in the rubber was present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the gap between the acoustic lens and the ultrasound probe was confirmed. The cause of the gap between the acoustic lens and the ultrasound probe was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.